Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found a haptic torn and bent. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.